Manufacturer narrative:
No button error alarms were noted on the insulin pump; however, the unit was received with intermittent button response due to corroded keypad traces. There were also minor scratches on the lcd screen. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that the pump was off and in a bag while he was swimming, and when he went to put the pump back on it alarmed with a button error; he was not attached to the pump when the error occurred and he was just holding it in his hand. Troubleshooting was initiated for the button error alarm and it could not be cleared. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.